Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: the endowrist stapler 30 curved-tip instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. A review of the logs did not show any failures or firing failures. Due to the returned condition of the instrument, functional testing was unable to be performed. The instrument failed engagement when placed on the in-house testing system. Additional unrelated observations were made that were not reported by the site: the instrument failed mechanical engagement when placed on the system with error code 22020, grip axis failures. Instrument inputs failed to engage with the sterile adapter on multiple attempts. The instrument was found to have a broken grip cable at the grip housing. The broken grip cable and crimp would be retained by the stapler sheath. Visual inspection was performed, and the instrument was found to have a broken clamp cardan shell. As a result, the cardan shaft was dislodged. The instrument was found to have a broken yaw pivot pin. The instrument was found to have a bent pivot plate.

Event description:
During a da vinci assisted pulmonary lobectomy, the staple line made on the pulmonary artery with a white endowrist stapler 30 curved-tip reload "partially opened up." The condition of the tissues and arteries was said to be normal, there were no errors while firing, but later in the procedure, the staple line bled. The procedure was converted to open to control the bleeding and the surgeon revised the staple line with a hand-held third-party stapler and then oversewed it. The estimated blood loss was 2500 ml and required 8 units of blood. The patient is recovering in the intensive care unit (ICU).

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced stapler log review showed the instrument was installed on the system and fired twice; each white reloads. On each installation the first clamp was successful, and the firings were each completed without error. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system log. .